Event description:
It was reported that right atrial (ra) lead failed an atrial lead position check (alpc). Atrial therapies were not programmed on. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1tr01 crt-p; implant date: (B)(6)-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: w1tr01 crt-p; implant date: (B)(6)-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead failed an atrial lead position check (alpc). Atrial therapies were not programmed on. The ra lead remains in use. No patient complications have been reported as a result of this event.